Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system produced a shock impedance value of greater than 400 ohms, which was out of range, during implant after initial muscle closure. The pocket was reopened and it was discovered that the electrode had become disconnected from the device. After reconnection, all measurements were normal and the procedure was completed. No additional adverse patient effects were reported outside of the prolonged procedure. Currently, this s-ICD system remains in service.